Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The reported issue was confirmed and resolved. The customer replaced the external o2 cell to resolve the issue.

Event description:
The customer was requesting support about the oxygen generator. No patient harm was reported.